Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an infusion of alglucosidase alfa was started at 1524. With an appropriate infusion rate titration, a complete dose should infuse over approximately 6 hours. However, nursing contacted the pharmacy at 0230 the following morning to express concern that the bag had not yet completed. Pharmacy double-checked the dose preparation in doseedge, which was correct, as well as documented rate changes on the mar, which was also correct. Nursing reported a handful of occlusion errors in the pump, which resolved with power-cycling the pumps. Pharmacy advised bedside nurse to replace the inline filter and try again, but that it was of utmost importance for the dose to be completed, despite the extended infusion time. Of note, nursing reports infusion pump issues are common with this medication in particular. There was patient involvement, however outcome is unknown.

Event description:
It was reported that an infusion of alglucosidase alfa was started at 1524. With an appropriate infusion rate titration, a complete dose should infuse over approximately 6 hours. However, nursing contacted the pharmacy at 0230 the following morning to express concern that the bag had not yet completed. Pharmacy double-checked the dose preparation in dose edge, which was correct, as well as documented rate changes on the mar, which was also correct. Nursing reported a handful of occlusion errors in the pump, which resolved with power-cycling the pumps. Pharmacy advised bedside nurse to replace the inline filter and try again, but that it was of utmost importance for the dose to be completed, despite the extended infusion time. Of note, nursing reports infusion pump issues are common with this medication in particular. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.